Event description:
A clinician at a user facility called nomos concerning a radiation therapy plan clinician was developing using the corvus system. During pre-treatment review of the plan, the clinician noticed that the plan included extraneous pencil beams appearing outside the target area. The clinician, who had used corvus for a number of years, indicated that clinician had not observed this before on any previous treatment plan. At the time of report, nomos was concluding an investigation into another error found during verification testing of a new corvus release. This investigation concerned the appearance of a false "cold slice" in a nomos plans under certain conditions with significant clinical impact. Based on info provided by the reporting clinician, nomos determined the cause of the reported error was related to the "cold slice" error already identified.